Event description:
During a farapulse + ensite x pfa ablation procedure, the seal on the agilis 13f was operating incorrectly. When inserting the farawave catheter and aspirating, a steady stream of bubbles was noted. The agilis 13f was replaced and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of the agilis leak.